Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the liberty select cycler and the patient¿s difficulty breathing warranting visit to emergency room. Based on the available information, what caused the patient¿s difficulty breathing cannot be determined. However, the patient has a past medical history of modules on her lung which may have been associated to the event. At this time, there have been no reported allegations nor is there any documentation that indicates a liberty cycler malfunction caused or contributed to this event. Should additional information become available, this clinical investigation will be updated accordingly. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow up for a separate event, it was reported this patient on continuous cycling peritoneal dialysis (ccpd) had trouble breathing during ccpd treatment with the liberty select cycler on (B)(6) 2018. As a result, the patient went to the emergency room (ER). Details regarding the patient¿s ER encounter and treatment rendered, if any, are unknown. However, the patient. Was discharged home a few hours later and did not require hospital admission. The peritoneal dialysis nurse indicated the patient had pre-existing nodules on her lung which may have been a confounding factor for the patient¿s trouble breathing. Additionally, the pd nurse stated the event was not related to the liberty select cycler. The patient has since recovered and continues peritoneal dialysis therapy.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.